Event description:
Distributor informed us on (B)(6) that one of our products was involved in a case (suboccipital craniectomy), in which the treated patient sustained a laceration.

Manufacturer narrative:
The product involved in the event has not yet arrived at the manufacturer for examination. Any investigation results will be presented in a follow-up report upon receipt.

Manufacturer narrative:
At the time of initial reporting, the product in question had not yet been available to the manufacturer for inspection. As the product in question has since been received and examined by the manufacturer, the results of this examination are subsequently submitted in this report. For this reason, the contents of the following fields in this follow-up report have been supplemented or corrected: b6, d9, g6, h2, h3, h6, h7, h11 as the product in question complies with the specification and no deviations were found that could cause or contribute to the reported incident, we suspect that maybe the pinning technique was not optimal, as described in the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." Additional information on the reported event was requested. Upon receipt, new information is being submitted within a follow-up report.